Manufacturer narrative:
The pictures sent by the customer showed there were deep scratches with the brass showing through.

Event description:
After sterilized once, there are multiple scratches and discolouration.